Manufacturer narrative:
Investigation is not complete. Additional information has been requested. The product was not returned for evaluation. Trends will be evaluated. Event device code is addressed in the package insert. This report will be update when the investigation is complete. This event occurred in other country.

Event description:
Allegedly, plate broke approx. 12 months after implantation with arthrodesis only partly fused.